Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the consumer checked the implantable neurostimulator (ins) with the patient programmer and saw a warning power on reset (por). This occurred on (B)(6) 2018. The patient was moving but knew of another hcp in that new area. The patient would reach out to the hcp for them to interrogate the device. No further complications were reported.